Event description:
It was reported that the foley catheter fell out on the 14th day of use. The catheter balloon might be ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The used three-way foley catheter was returned without the original packaging. No visible defects were noted on the catheter or balloon. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out on the 14th day of use. The catheter balloon might be ruptured.